Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the dilator and sheath were slightly bent. It also presented material protruding out of the sheath tip which is visually consistent to the inner liner of the sheath. The condition of the returned product confirms the reported event. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator hd was used during transurethral uretero-lithotripsy (tul) performed on (B)(6) 2016. According to the complainant, during the use of the device, strange thing appeared on the screen. The device was removed and noticed the inner lining of the access sheath was coming out from the lumen. The physician completed the procedure with another navigator hd device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd was used during transurethral uretero-lithotripsy (tul) performed on (B)(6) 2016. According to the complainant, during the use of the device, strange thing appeared on the screen. The device was removed and noticed the inner lining of the access sheath was coming out from the lumen. The physician completed the procedure with another navigator hd device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.